Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The cause of the cell-dyn emerald initialization (powering up) issue was due to a problem with how the flash memory is initialized on the cell-dyn emerald cpu board. Abbott issued a product correction letter to all cell-dyn emerald customers who received the affected analyzers, instructing customers to install a printer driver which will eliminate the possibility for the error to occur.

Event description:
The customer observed a memory full error generated from the cell-dyn emerald hematology analyzer. The customer was unsuccessful in resolving the issue by cycling the power to the analyzer, therefore, field service was dispatched to the customer facility to replace the cpu board. There was no impact to patient management.